Event description:
On (B)(6) 2012 customer reported that they had replaced the filter on sample probe wash station, on the immage 800 instrument, and it overflowed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the filter was plugged. Fse replaced the filter and this resolved the issue. No further problems were reported.

Manufacturer narrative:
(B)(4).